Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Pump received with broken battery tube threads noted.

Event description:
The customer reported via phone call that battery compartment was exposed to moisture. Blood glucose was unknown. The insulin pump will be returned for analysis.